Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was a failure at bga component u500 (dsp) on the c/a board. The dsp had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. Device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there was an open front pulse wire in cable connecting the distribution node to ECG b. The cause of the test failure is the open pulse wire. The root cause of the open wire is excessive force on the cable section. No adverse event resulted from the defective monitor or electrode belt.

Event description:
A us distributor returned monitor sn (B)(4) and belt sn (B)(4). The patient using the system indicated that the monitor would not power on. Additionally, upon return and evaluation of the electrode belt, the belt failed incoming functional testing.